Event description:
It was reported that this device was used in a face lift procedure. During the procedure (left side) there was a red mark (burn) left on the face of the pt. Surgeon continued using this device to completed procedure. At this time, there is no evidence that the device was the cause of the pt's condition.